Event description:
It was reported that during a case, the unit worked for several minutes and then went into standby. The unit had to be rebooted. This caused a delay in the case of 5 minutes. It was further reported that the unit had been previously repaired for similar issues. There was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.